Manufacturer narrative:
No device/components were received at the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot to the home screen, but immediately went white and did not display anything else. The system would not let her advance or anything except a hard shut down. The site had rebooted 4-5 times with no success. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the staff computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lcd staff monitor was returned for analysis. Analysis found no failure with this component. If information is provided in the future, a supplemental report will be issued.